Manufacturer narrative:
As reported, the bard/davol hydrosurg laparoscopic irrigator leaked fluid into the motor housing and onto the floor. The subject product was returned for evaluation. Visual evaluation of the sample identified corrosion of the batteries and motors. The failure of device in use is a cascade failure as the result of fluid ingress. Cracks and rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause determined to be manufacturing related.

Event description:
As reported, during a procedure on (B)(6) 2021, the bard/davol hydrosurg laparoscopic irrigator leaked fluid into the motor housing and onto the floor. It was reported that the device was in use for over one hour and presented with functional issues of "no flow / pressure was weak." As reported, the device was used to complete the case and the leak was not discovered until after case completion. There was no reported patient injury.